Manufacturer narrative:
(B)(4). Method: the complaint bc191 flexitrunk nasal tubing was not received at fisher & paykel healthcare (f&p) for evaluation. (B)(6), consumer safety officer with the FDA, confirmed that further information related to this complaint and the initial reporter are unavailable due to privacy reasons. Thus our investigation is based on the original information provided and our knowledge of the product. Results: the customer has stated that the bc191 tubing membrane was torn. Conclusion: we are unable to determine the root cause without further information. Previous investigations into this type of failure, however, have indicated the tear is likely to have been caused by pulling of the nasal tubing. All flexitrunk nasal tubings are visually inspected and pressure tested before leaving the production line and those that fail are rejected. This suggests that the damage on the subject nasal tubing occurred after it was released for distribution. Our user instructions the accompany the flexitrunk infant nasal tubing state: "use caution when positioning the infant interface. Avoid excessive pull forces, sharp objects and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement." "This product is intended to be used for a maximum of 7 days." "Do not use if product or packaging is damaged." "Always use pressure monitoring to verify that the patient is receiving the prescribed CPAP level." "Do not use medications containing tyloxapol (such as tacholiquin) as this may damage the tubing and lead to loss of CPAP pressure."

Event description:
A medwatch report was received from FDA which reported on behalf of a nurse that a bc191 flexitrunk infant nasal tube had a torn tubing membrane. It was reported that patient experienced desaturation & bradycardia with a return to baseline following interventions. No further patient consequence was reported.